Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It has been reported that a 25cm scissors was in the a 35cm package box opened by mistake. No harm to the patient. Another device suitable for the coelioscopy was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # n90g71. The analysis results found that a nslg2s25 device was returned outside its original package. No packaging material was returned for analysis. No further investigation could be performed as the packaging material of the instrument was not returned to us. Only the nslg2s25 device received with no damage in the external components. It could not be determine what may have cause the reported event. The lot history records were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.